Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the trigger was broken on the air oscillator device. During the pre-repair diagnostics assessment, it was determined that the coupling tool side was not functioning and was defective. It was further determined that the device failed for check symmetry, check the trigger function, check safety system, check for immediately stop, check for excessive noise, check for air leak, check frequency, check the starting behavior and for check performance. It was reported that the event occurred before use on a patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.